Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old african american female patient who underwent a breast augmentation primary with mentor memorygel 500cc, silicone breast implants has experienced right sided capsular contracture grade IV post-operative. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Per additional information received on aug 25, 2023, capsular contracture grade updated to grade iii. Patient had no prior history of capsular contracture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on may 21, 2024, indicated that the grade of capsular contracture was IV. As a result, patient underwent right sided replacement with unknown implant on (B)(6) 2024. Reason for device explant and/or reoperation: cap con grade IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on june 28, 2024, indicated that the patient underwent right-sided capsulotomy and replacement with cat: 3505004bc. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On july 5, 2024, mentor became aware that the follow up: (3) missed reporting that the capsular contracture grade was iii-IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on july 15, 2024, indicated that date of removal updated to (B)(6) 2024. Manufacturer¿s reference number: (B)(4).